Event description:
It was reported that the device was explanted in 2008, after an implant duration of 29 months due to regurgitation and stenosis. Reportedly, the device was destroyed during removal.

Manufacturer narrative:
Device not returned.